Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy when the surgeon was placing the trocar into the tissue he was having an insufflation issue at the seal of the trocar. There was no device inserted at that time. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. (B)(4)